Event description:
A report was received that the patient was experiencing occasional painful stimulation. The phyician took an x-ray which determined that the leads were placed too deep. The patient underwent a lead revision procedure where the leads were placed more superficial.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50, serial#: (B)(4), model, description: linear 3-4 lead 50cm. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.